Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the abp low alarm limit on their intellivue mp60 monitor was set to 75 mmhg and that the monitor did not give an alarm sound when the abp fell to 40 mmhg. There was no death or serious injury as a result of the reported event.